Manufacturer narrative:
Date of event was reported as 2015.

Event description:
Information received from the patient reported that in 2015 their implantable neurostimulator (ins) went ¿out of whack the battery burned out and it wasn't functioning right¿. The indications for use for the implanted device were noted as non-malignant pain and cervical radiculopathy.

Event description:
There was a report that their neurostimulator was "out of whack" and the vibration effects were not working properly plus the device would shut down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.